Event description:
Boston scientific received information that this patient was last seen 6 month ago and the device battery showed a remaining longevity of 1.5 years. At the most recent follow up the device had triggered end of life (eol). It was suspected that this device had exhibited rapid battery depletion in the last six months. The patient was admitted and will be scheduled for a device replacement in the near future. The device will be returned upon explant. No adverse patient effects were reported.

Manufacturer narrative:
The device was explanted, but at this time the device has not been returned. Should additional information become available this investigation will be updated.

Manufacturer narrative:
Upon explant, return, and analysis this investigation will be updated.